Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported. No additional information was provided.

Event description:
The customer reported a data loss error message on the 7900 system. No patient injury was reported.